Event description:
Technical services received a call on 11/06/2012 from sales rep. Longevity estimate. Ra threshold has increased so they have increased output from 3 at 0.5 to 5 at 1.0. Rep said that they will probably put a new ra lead at change-out but just monitoring for now. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).